Manufacturer narrative:
Follow-up #1: date of submission 09/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2016 with the following findings: the pump's black box showed pump reboot events associated with the clearing of alarms per normal operation prior to the complaint date. The pump was returned with battery cap stuck and difficult to remove. The pump was able to power on with the returned battery cap. The battery cap was able to fully tighten however the slot on top of the battery cap was worn making it difficult to tighten or remove. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump passed a leak test. There was evidence of additional moisture contamination on the motor wire connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had an intermittent power issue and there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.